Event description:
On (B)(6) 2013, a reporter contacted animas alleging that upon replacing the battery cap for their device, the basal rates were incorrect. This complaint is being reported because it was not resolved at the time of contact with the reporter. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.